Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that her monitor fell and landed on her foot, causing a bruise. The patient visited her doctor who, through x-ray, determined that the patient did not have any broken bones. The patient's physician recommended that the patient use a topical treatment on her foot for the bruise. The medical outcome of the bruise is unknown.